Event description:
The patient called lifescan and alleged that their meter was prompting an error 2 message. They stated that they were unable to test on their meter so they tested on their neighbor's meter. The result was over 500 mg/dl. They reported symptoms of dizziness and a headache. The patient was taken to the hospital and was treated with insulin. The patient stated that they were using expired test strips. The patient also stated that when they attempted to test with new test strips on their meter, the error message continued. It would have been helpful to know how long the patient was unable to test and what, if any, medications the patient takes for their diabetes. It would have also been helpful to know what the patient's blood glucose was in the hospital. Medical affairs attempted unsuccessfully to reach the patient for more clinical information. A letter is being sent as a second attempt. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.